Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed a right groin bleed near the impella site. This bleed led to a hematoma forming. A bleeding vein was identified and a wound drain was placed to reduce the size of the hematoma. The patient was given multiple pressers and oxygen support. It was further reported that the patient expired due to bleed in groin near the impella site. Impella support was successful until the blood volume dropped to critical levels.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The root cause of access site bleeding was unable to be determined as insufficient clinical details were provided that described the cause of bleeding form the vein and and no product was returned for analysis.